Event description:
It was reported that the zimmer air dermatome was not cutting properly. Add'l clinical follow up with the customer indicated that the dermatome did not take the graft in an even manner, "skipped". The skin graft was not continuous and had a hole in it. There was not an add'l unplanned donor graft required; however, the harvested graft needed add'l tailoring to fit the area. There was no patient injury or extended procedure time and an add'l dermatome was available, but not used during the procedure.

Manufacturer narrative:
Beginning may 31, 2012, us and canadian customers were sent an urgent patient safety advisory informing them of the need for proper care and preventative maintenance of their zimmer air dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured 3/13/1989 and was last repaired on (B)(4) 2011. Eval of the device observed that the head was worn. Prior to repair, the device was outside calibration specs at the zero thickness setting on the left and right side and the side to side calibration. At the 0.03 inch thickness setting, the device was outside calibration specs on the right side. The cause is most likely due to the user not maintaining the device per preventative maintenance and handling according to the instructions for use. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventative maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.